Event description:
The patient is implanted with a system which included two leads from the same lot. It was reported the patient is unable to increase stimulation and is not receiving stimulation since she suffered an accident. Lead diagnostics revealed high impedances. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.